Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, a curved opening on the radius side, partial delamination of the valve, and a cracked opening. A leak test and microscopic analysis were performed which identified a cracked opening on the valve, partial delamination of the valve, a striated opening on the radius, and wear abrasion. Based on the device analysis the final assessment was a cracked valve seat diaphragm valve, partial delamination of the valve assessed as adhesive failure, and a striated opening on the radius side assessed as surgical damage consistent with the use of a surgical tool.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.